Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, first firing of the device with a white reload on ima tissue, several staples fell off the staple line. No buttressing material was used. No unexpected noises heard. Forces (opening & closing) were as expected. Triggers and buttons returned to pre-fired positions automatically. No problems removing from tissue. Surgeon has been using the device for three years. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with two cartridge reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload on the three articulated positions; on the right side it fired, cut and formed the staples as intended. However, on the left and center the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.